Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently "sticky" and that the customer needed to press the button several times in order for the display to turn on. Blood glucose level was 225 mg/dl.